Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) instructed to remove scope and cancel out guided tool change. The customer reported arm blinked blue and reinstalled the scope. The image showed normal. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive the endoscope involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and had conference with customer and reported the customer's scope image is upside down. The customer reported they tried to reseat the scope already and also tried flipping orientation via the button on scope but no luck. The tse then instructed to remove scope and cancel out guided tool change, customer reported arm blinking blue and reinstalled scope, image showed normal. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed that the part/serial no of the instrument is 470067/10663314. The procedure name is ventral hernia tapp. The image got inverted. The event did not involve a reversed control on system arms. The surgeon did not confirm desired orientation when endoscope was installed. The endoscope and endoscope¿s adapter/base are still engaged/in-synch/attached. No damage was observed on the endoscope¿s adapter/base such as missing screw(s) or component. The vision issue did not result in patient injury. The endoscope is available for return to isi for evaluation.